Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump exhibited screen bezel separation, with the bezel broken off and the user noting the device had not been charged overnight and that ambient temperatures were higher; the screen remained usable, but the user experienced trouble using the device, and an ¿insulin set expired¿ alert was reported. Symptoms included thirst with a reported highest blood glucose of 211 mg/dl. Outcomes included no injury and no hospitalization. Investigation included collection of a photo and a decision to replace the device with return of the original for evaluation. Investigation of this case revealed a hardware-related screen bezel separation consistent with component housing failure, while the ¿insulin set expired¿ alert aligned with infusion set maintenance needs. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the bezel consistent with device housing separation, with contributory user and environmental factors unknown.